Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The equipment was examined and it was determined that the vacuum tube from the equipment was flooded. After replacing the vacuum tube, the system met the manufacturer´s specifications. No patient or staff injury reported. No other information is available.

Event description:
It was reported that during a atec procedure on (B)(6) 2023, while performing the procedure the customer reported that the system was not having adequate pressure system and that the procedure could not be completed, the needle was already inside the breast. The patient was rescheduled for the next day, the equipment exchanged and the procedure was completed. No harm to the patient. No other information is available.